Event description:
It was reported a tx30b and xr30g was used during an anterior low resection of the rectum, it was reported by the affiliate the resection was performed using the linear stapler tx30b but substituting cartridge xr30b with xr30g. The suture seemed to be well performed, but when the circular stapler was introduced for making the anastomosis, the suture line opened. The staples in the abdominal cavity have not been found and they were not retrieved. The pt had to have a temporary colostomy.

Manufacturer narrative:
D5,6;h4: information not available, device not returned for analysis.